Event description:
This lead was explanted due to non-capture and impedance more than 2000 ohms. Fracture was the suspected cause. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis showed that the inner conductor coil was found fractured directly next to the lead tip, which is assumed to be the root cause of the reported loss of capture and high pacing impedance. Based on the characteristics of the fracture mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Apart from the fracture, no further deviations were found that might be related to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.